Event description:
"Patient with history of hypertension, diabetes and coronary artery disease and a current bilateral central pe. Patient was enrolled in preserve on (B)(6) 2017 and a venatech lp vena cava filter was placed same day for failure of anticoagulation. On (B)(6) 2018 the subject presented at the ed with shortness of breath. A chest CT scan revealed new acute pulmonary embolic disease primarily affecting the distal right main pulmonary artery as well as lobar branches. There were also eccentric defects suggestive of chronic disease. Catheter directed thrombolysis was performed, which the subject tolerated well and a repeatechocardiogram revealed improving right ventricular size and systolic function. The event was considered possibly related to the ivc filter or procedure and was ongoing when the subject was discharged from hospital on (B)(6) 2018 with 1.5 mg/kg of lovenox. On (B)(6) 2018 a CT scan revealed significant intervalimprovement in the multiple eccentric filling defects previously seen with residual weblike filling defects involving the bilateral lower lobe pulmonary arteries. At this time the event was considered not related to the ivc filter or procedure." Additional/updated information received on 07/02/2021: "in an email from the preserve study group: follow-up visit on (B)(6) 2018 showed recurrent pe despite anticoagulation and her most recent pe in (B)(6) was while she was therapeutic on warfarin. She was previously managed on xarelto. She is now on lovenox and aspirin. Previous hypercoagulable workup was not revealing for an etiology. The subject otherwise denies weight loss, night sweats, shortness of breath, chest pain, and all other review of systems are negative. She does require indefinite anticoagulation to prevent further events. CT report on (B)(6) 2018 showed significant interval improvement in the multiple eccentric filling defects previously seen with residual weblike filling defects involving the bilateral lower lobe pulmonary arteries."

Manufacturer narrative:
The reccent information received does not allow to establish a causality link between the device and the reported event. B.braun medical sas is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. The reported incident has not been substantiated by any verifiable information (e.g. Films or medical records) that could be used to investigate the veracity of the alleged incident or relation to the device or procedure. This report does not constitute an admission or conclusion by b.braun medical sas or its employees that the device, b.braun medical sas, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr 36908824 which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of (B)(4) vena cava filters released in may 2016. Investigation results: we did not receive the complaint sample or the x-ray pictures for investigation. Conclusion: without the concrete elements, no thorough investigation can be performed. The relation between the filter and the incident cannot be established. The review of our complaint database does not allow us to detect any other similar case. If new elements become available in the future, we will reopen this complaint. B. Braun medical sas is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. The reported incident has not been substantiated by any verifiable information (e.g. Films or medical records) that could be used to investigate the veracity of the alleged incident or relation to the device or procedure. This report does not constitute an admission or conclusion by b. Braun medical sas or its employees that the device, b. Braun medical sas, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient with history of hypertension, diabetes and coronary artery disease and a current bilateral central pe. Patient was enrolled in preserve on (B)(6) 2017 and a venatech lp vena cava filter was placed same day for failure of anticoagulation. On (B)(6) 2018 the subject presented at the ed with shortness of breath.a chest CT scan revealed new acute pulmonary embolic disease primarily affecting the distal right main pulmonary artery as well as lobar branches. There were also eccentric defects suggestive of chronic disease. Catheter directed thrombolysis was performed, which the subject tolerated well and a repeat echocardiogram revealed improving right ventricular size and systolic function. The event was considered possibly related to the ivc filter or procedure and was ongoing when the subject was discharged from hospital on 03/may/18 with 1.5 mg/kg of lovenox. On (B)(6) 2018 a CT scan revealed significant interval improvement in the multiple eccentric filling defects previously seen with residual web like filling defects involving the bilateral lower lobe pulmonary arteries. At this time the event was considered not related to the ivc filter or procedure."

Manufacturer narrative:
The involved batch number is unknown. The information available is insufficient. No x-rays films or medical reports were returned for analysis. No investigation can be performed. No conclusion can be drawn. However the review of our complaint data base does not allow us to detect any other similar case.

Event description:
Patient with history of hypertension, diabetes and coronary artery disease and a current bilateral central pe. Patient was enrolled in preserve on (B)(6) 2017 and a venatech lp vena cava filter was placed same day for failure of anticoagulation. On (B)(6) 2018 the subject presented at the ed with shortness of breath. A chest CT scan revealed new acute pulmonary embolic disease primarily affecting the distal right main pulmonary artery as well as lobar branches. There were also eccentric defects suggestive of chronic disease. Catheter directed thrombolysis was performed, which the subject tolerated well and a repeat echocardiogram revealed improving right ventricular size and systolic function. The event was considered possibly related to the ivc filter or procedure and was ongoing when the subject was discharged from hospital on (B)(6) 2018 with 1.5 mg/kg of lovenox. On (B)(6) 2018 a CT scan revealed significant interval improvement in the multiple eccentric filling defects previously seen with residual weblike filling defects involving the bilateral lower lobe pulmonary arteries. At this time the event was considered not related to the ivc filter or procedure.